Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Was more than half the needle retained in the patient?

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2018 and suture was used. During the procedure, the needle broke. The broken piece was retrieved from the patient. Another like device was used to complete the procedure with no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A suture needle was returned for evaluation. Upon evaluation, a fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.